Event description:
Patient on isotretinoin starting (B)(6) 2025. Patient called to report at-home positive pregnancy test (B)(6) 2025. She returned to office for confirmatory testing (B)(6) 2025, resulting in 2 positive qualitative hcg tests. She stopped medication (B)(6) 2025. Last menstrual period started (B)(6) 2025. Patient was on an oral contraceptive pill (norgestimate-ethinyl estradiol) as her primary form of birth control, and male latex condoms as her secondary form of birth control. She reports missing a few doses of her oral contraceptive pill. This has been reported to ipledge.